Event description:
While (B)(4) was troubleshooting with the home patient (hp), the hp stated that there was something leaking out of the home choice (hc). The technical service representative (tsr) walked the hp through the ending therapy early procedure and the hp would start over with new supplies. Upon removal of the cassette, there was no leak found or damage that the hp could see. The hp would call the registered nurse (rn) in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Upon follow-up with the patient on (B)(6) 2010, the patient stated that the samples were discarded and there was no patient injury or medical intervention. This complaint was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined.